Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 60 mg/dl with confusion associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient had hypoglycemia due to issues with the pump. The pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 24-oct-2019 device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: according to the pump history the pump was delivering the programmed basal rate until (B)(6) 2019. Deliveries halted due to a power on reset at 15:01 pm. Power was restored at 15:02pm, a cs 078 motor rewind was recorded at 16:55pm. Deliveries were never resumed after cs078. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.